Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, asthma (new or worsening), kidney disease/toxicity, lung disease, cancer. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device has not been yet returned to the manufacturer.

Manufacturer narrative:
The dreamstation auto CPAP device was returned to the third-party service center for evaluation. During evaluation, the third-party service center could not confirm the customer's allegation and there was no visible foam degradation. No other findings were noted. The device passed final testing and was corrected. Sections d4, d8, g1, h2, h3, and h6 have been updated in this report.